Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the pump has migrated to an uncomfortable position. The pump was removed and replaced with a new ipp pump. The tubing length to cylinders and reservoir was extended to improve pump position. The patient had a good outcome with no further complications.